Manufacturer narrative:
Product complaint #: (B)(4). Representative samples were returned for evaluation. The suture was dispensed without problems and examined along of the strand and no defects or suture breakage were observed. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a dog underwent an exploratory surgery for a foreign body on an unknown date and suture was used. Post-op, the suture broke.